Event description:
The dentist reported that this abutment screw fractured while the patient was eating.

Manufacturer narrative:
The device was not returned for evaluation, however, the customer¿s complaint has been confirmed through radiographs. A definitive root cause has not been determined. No lot number was provided for review, therefore a device history record or complaint history review could not be completed.